Event description:
It was reported that there was slight advancement of the lead and it was not "clinically significant." It was noted that this was an ongoing event and no action was taken. No further information was reported.

Manufacturer narrative:
Product ID: 3889-28 lot# v514031, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).